Event description:
Customer called to report high blood glucose. Blood glucose reading was 570 mg/dl. The customer stated the insulin pump did not alarm. Advised that she will be transferred to the help-line for further assistance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.